Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was not maintaining charging. The rep reported that the battery was discharged again. The rep reported that the patient stated it was difficult to charge. The rep reported that the patient stated average coupling bars 4-5. The rep reported that they performed a trickle charge and cleared the power on reset (por). The rep reported that alternative battery options were being discussed with the patient and bwc and the physician would decide the course of action. It was unknown if the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the difficulty charging was that the patient was non-complaint. A trickle charge was done and the power on reset was cleared. The difficulty charging had been resolved.